Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other mitraclip will be filed under a separate medwatch report number.

Event description:
This report is filed due to worsening mitral regurgitation and possible mitraclip movement on the leaflets. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with mixed mitral regurgitation (mr) grade 3+, with dilated cardiomyopathy, anterior leaflet prolapse and flail, leaflet tethering and anterior ruptured chordae. Three mitraclips were implanted without a device deficiency, reducing the mr to grade 1+. On (B)(6) 2021, the discharge echocardiogram noted recurrent mr grade 3+. On (B)(6) 2021, the patient had been hospitalized for worsening of pre-existing heart failure, and pulmonary edema. On (B)(6) 2021, an echocardiogram was performed with severe mr noted. Medications were provided as treatment. On (B)(6) 2022, the patient was hospitalized for worsening of pre-existing heart failure, fluid overload, fatigue, and bradycardia. Another echocardiogram had been performed that day. The mr was at grade 4+. Per physician, partial leaflet detachment was unable to be excluded/ was possible with two of the implanted mitraclips. Reportedly, additional imaging is needed to confirm, however, the patient has refused. The clips remained stable despite the possible partial leaflet detachment and there was no device related tissue injury observed. Medications had been provided as treatment and the patient has been discharged from the hospital. Per physician, the worsening heart failure, pulmonary edema, fluid overload, fatigue, and bradycardia were unrelated to the implanted clips. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of mitral regurgitation (mr), heart failure, pulmonary congestion and edema as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on available information, a cause of the reported migration (partial clip movement) could not be determined. The reported worsening mr appears to be related to the suspected partial clip movement. The reported worsening heart failure was due to procedural circumstances. The reported pulmonary edema, fatigue and swelling/edema appear to be secondary effects of the heart failure. The reported medication required and hospitalization were results of case-specific circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on 09-dec-2021, a partial leaflet detachment was suspected. Reportedly, partial leaflet detachment is suspected due to a tilted seating of the mitraclips and the return of relevant regurgitation jets beside those clips. The return of severe mitral regurgitation with possible partial leaflet detachment, and post-procedure transvalvular gradient of 5mmhg, possibly contributed to the worsening heart failure with pulmonary edema, weight gain, and fatigue. The bradycardia remains most likely unrelated to the device. There was no additional information provided.